Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injuries and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, a supplemental report will be submitted. This is one of two events associated with this event 1225714-2014-14774, 1225714-2014-14775.

Event description:
Additional information received noted the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death.